Manufacturer narrative:
Citation: r. Puri et al. "Bioprosthetic valve thrombosis". Journal of the american college of cardiology; may 2, 2017; vol. 69, no. 17. Http://dx.doi.org/10.1 016/j.jacc.2017.02.051. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding bioprosthetic valve thrombosis. All data were collected via a meta-analysis format. Several populations and studies were reviewed for both surgical and transcatheter valves, medtronic products mentioned werehancock ii, mosaic, freestyle, enable, corevalve, and evolutr, (serial numbers not provided). Among patients, there were no deaths reported related to medtronic product. Among all patients several adverse events were noted in the multiple studies, however as multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and other medtronic products. It was specifically reported in two incidents that corevalve had bioprosthetic valve thrombosis, thrombus on the leaflet with reduced motion noted. The valve was explanted. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.